Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer had issues with air bubbles in the reservoirs. It was stated that customer was sent reservoirs from a different lot number and did not have bubbles with those. The blood glucose level at the time of the incident was 13.5 mmol/l. Troubleshooting was not performed. The customer went back to using his own supplies when he finished the reservoirs that were sent. He filled 2 reservoirs at the same time; one was put in the insulin pump and the other left outside and both got air bubbles after a while. The product will be replaced and returned for analysis.